Manufacturer narrative:
The product was not returned for evaluation. Death or serious injury did not occur. Medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure did not occur. A device malfunction did not occur. However, in an abundance of caution, an MDR is being filed as it is recognized that the possibility exists that the ingestion of certain devices and/or the ingestion of devices by individuals with certain health conditions may increase the likelihood that death, serious injury or medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure may occur.

Event description:
Customer reported that during a procedure, the patient suddenly coughed and swallowed the hex driver. The doctor confirmed with the patient after a week that the part had passed naturally. Patient did not want to take an x-ray, but visually confirmed that the part had passed.